Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three samples were provided to our quality team for investigation. Upon visual inspection, no damage or other defect was observed within the membrane or inside the device that could prevent the proper flow of fluid. Functional testing was performed, assembling an injector and syringe to the connectors. In all cases, fluid moved through the system without issue, no resistance or blockage was identified. A device history review was performed for reported lot 2310206, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device, including visual inspections along with flow rate, all records were reviewed for the reported lot and results were found to be acceptable. Three retained samples of the reported lot were used for additional evaluation. The samples were functionally tested and, in all cases, flow was observed and the product functioned as intended. Based on our team's investigation and sample evaluation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material# 515200. Batch# 2310206. Incident description: as per account, luer lock was not allowing medication to flow through. Blockage. Occurred on two occasions, once in systemic treatment and the other on kidd 9. Kidd 9 product number is referenced. Item number: 308-515200. Lot number: 2310206. Per communication from rep: luer lock was not allowing medication to flow through. Blockage. Occurred on two occasions, once in systemic treatment and the other on kidd 9. We changed leur lock, that worked it was the same lot#. Please send fedex label for return of a couple samples from the same lot for investigation. There was no patient harm, the nurse had to change the component to another component thus wasting the component and also possible exposure to chemo. Customer response on (B)(6) 2024. Yes, they are observing a block as the luer lock was not allowing medication to flow through.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.